Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to over 400 mg/dl. As treatment, the patient applied a new pod and administered a manual injection of insulin.